Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure; however, a conclusive cause for the reported deflation issue and difficulty removing the device could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the nc trek balloon failed to deflate. The balloon catheter, guide wire and guide catheter had to be removed as a single unit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 4.0x38mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary lesion. Reportedly, there was no issue with deployment and the stent was well apposed to the vessel wall. Following, a 4.5x12mm nc trek balloon advanced to the implanted stent for routine post dilatation. Reportedly, the nc trek had difficulty crossing this implanted stent although it did eventually cross. Post dilatation was performed and the balloon was retracted to the proximal lad where slow deflation was observed. The balloon eventually deflated after approximately 5 minutes and the nc trek was retracted into the guide catheter. Oct imaging was performed with no issues noted. There were no adverse patient effects and there was no clinically significant delay reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure; however, a conclusive cause for the reported deflation issue could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.